Event description:
A portion of the distal tip of the monarch tap sheared off inside pedicle while tapping. The broken piece was left in the bone contact reported no patient injury as a result of this situation. As an unintended piece of the device was left in the body and MDR is being filed to document this event.